Manufacturer narrative:
A thorough technical investigation was performed including evaluation and analysis of system logs. The software engineering team identified a software issue and a solution to be included in a future software release. However, the correct patient information was found to be maintained on the images at all times. The ultrasound system is in service with no additional similar issues reported.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported their epiq cvx ultrasound system displayed the previous patient¿s report page for the next patient¿s report. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.